Event description:
I had essure placed in (B)(6) 2012. Since (B)(6) 2013, have had increasing pain in left pelvic area. Increased menstrual bleeding with metallic smell. Increasingly painful intercourse, bleeding after intercourse, metallic smell with bleeding and discharge after intercourse. Recently have started having chest pain and dizziness with a negative cardiac work-up. Tingling sensation in arms and feet. Increased frequency of hot flashes. Decreased energy with weight gain. Inability to lose weight with dieting and exercise. Unable to wear jewelry I have worn for years due to itching and redness in area or skin turning green.